Event description:
A remstar heated humidifier failure resulted in a thermal void to the device's lower housing. No patient harm or injury occurred. The investigation of the reported event has been completed. The investigation methodologies used included: an evaluation of the device involved with the reported event, and assessment of product labeling, and a review of the device's complaint history. An evaluation of the device involved in the incident revealed evidence of fluid ingress inside the device's housing. The evidence was in the form of a contaminant that appeared to be tap evaporates and rust deposits. The device's printed circuit assembly (pca) was similarly contaminated and showed evidence of corrosion, rust and thermal damage. The area of the pca thermally damaged (circuit board and electrical components) exhibited contamination and corrosion; both of which are concluded to have led to the thermal event. Although the complainant reported they used only distilled water in the humidifier, the evidence found inside of the device does not support this. Based on the evidence of fluid ingress found, we conclude that the thermal event that occurred was caused by two forms of use error: the use of tap water in the humidifier tank, and improper care and handling of the device in a manner that resulted in the observed fluid ingress.

Manufacturer narrative:
Methods (complaint history review conducted): a review of product labeling was performed to verify that product labeling contains appropriate and adequate guidance relative to the use of distilled water with the device, and care and handling of the device relative to fluid spills. Product labeling (ref. Remstar heated humidifier user manual, part number 1020426, revision 00, page 1) includes the following content related to use of distilled water care and handling of the device, it recommends only distilled water be used with the device; cautions users to drain and dry fluids spilled on the device prior to use, and not allow the water chamber to sit for any length of time after it has been filled with water; informs users that allowing water to sit in the chamber when it is not connected to the humidifier may cause the chamber to separate from the bottom plate, which could cause water leakage; and informs the user to discontinue the use of the device and acquire service in the event a problem is observed with its operation. We conclude these warnings are appropriate and adequate for their intended use. A review of the device's complaint history for the previous four year period (10/28/2005 - 10/29/2009) was performed to determine if this finding was part of a trend. The results of our review confirmed that there have been no deaths or injuries associated with this failure mode. Based on these findings, we conclude that no further action is necessary.